Manufacturer narrative:
Device analysis report is attached. This report is submitted on july 19, 2021.

Manufacturer narrative:
This report is submitted on april 01 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to intermittency and fluctuating sound quality and performance. The patient was reimplanted with another cochlear device during the same surgery.